Event description:
I recently discovered my ICD (cd1357-40q) that was implanted (B)(6) 2015 is listed on st. Jude recall list and may have contributed to the ongoing symptoms I have been experiencing such as shortness of breath, irregular heartbeats, chest pain, weakness, muscle aches, and repeated hospitalization for past two years; incidents: (B)(6) 2021 to (B)(6) 2022 repeated. Please help. FDA safety report ID # (B)(4).